Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient reported experiencing a blood glucose level increase to between 13mmol/l (234 mg/dl) and 15mmol/l (270 mg/dl) and irritation at the pod infusion site (leg). She went to see a health care provider on (B)(6) 2025, was prescribed unspecified oral antibiotics, and told to seek medical attention at the emergency room if it worsened. The irritation progressed overnight and on (B)(6) 2025 she sought medical attention at the emergency room where she was diagnosed with an abscess and cellulitis. She reported the site was red, inflamed, burning to the touch, and having a puss discharge. The provider at the emergency room discontinued the oral antibiotics the patient had begun the day before and started unspecified intravenous antibiotic treatments given in the emergency room outpatient department daily for a week and prescribed a different unspecified oral antibiotic, four times daily for 10 days. She finished the intravenous antibiotic infusions on (B)(6) 2025. The patient has discarded the pod.